Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 "results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician checked the event logs and found same errors transducer fault, motor fault. Technician replaced main board with new. Powered up the device with no errors. Performed leak test and passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.